Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs pro meters serial number (B)(4) and (B)(4) compared to an unknown laboratory method. For meter (B)(4): on (B)(6) 2020 the result from the meter was >8.0 inr. The result from the laboratory was 3.0 inr. On (B)(6) 2020 the result from the meter was 4.6 inr. The result from the laboratory was 3.4 inr. On (B)(6) 2020 the result from the meter was 4.9 inr. The result from the laboratory was 3.4inr. On (B)(6) 2020 the result from the meter was 7.4 inr. The result from the laboratory was 4.6 inr. On (B)(6) 2020 the result from the meter was 3.9 inr. The result from the laboratory was 2.2 inr. On (B)(6) 2020 the result from the meter was 4.2 inr. The result from the laboratory was 2.2 inr. On (B)(6) 2021 the result from the meter was 4.4inr. The result from the laboratory was 3.3 inr. On (B)(6) 2021 the result from the meter was 4.4 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2021 the result from the meter was 4.6 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2021 the result from the meter was 7.8 inr. The result from the laboratory was 4.7 inr. On (B)(6) 2021 the result from the meter was >8.0 inr. The result from the laboratory was 4.7 inr. For meter (B)(4): on (B)(6) 2021 the result from the meter was 4.3 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2021 the result from the meter was 4.6 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2021 the result from the meter was 7.8 inr. The result from the laboratory was 4.7 inr. On (B)(6) 2021 the result from the meter was >8.0 inr. The result from the laboratory was 4.7 inr. It is unclear if the results are from the same or different patients. The therapeutic ranges were requested but not provided.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The maximum difference between measurements was 0%. Vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.6 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The maximum difference between measurements was 4%. Vial #3 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The maximum difference between measurements was 0%. Vial #4 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.